Event description:
On (B)(6) 2012 customer reported a clear fluid leak under the lh780 instrument and on the counter. Customer stated that the leak came from the slidemaker access module on the lh780 instrument. Customer stated that the instrument also generated fluid detector (fd6) error messages. The leak was not contained inside the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a diluent leak in the slidemaker sample access module duro tubing at valve 117. Fse replaced the tubing and performed fluid detector calibration. This resolved the issues and no further leaks and error messages were reported.

Manufacturer narrative:
(B)(4).